Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced diabetic ketoacidosis (dka) after multiple failed sensors. According to the report, the patient experienced 3 failed sensors and on the 3rd day, she inserted a new sensor. The new sensor functioned as intended and the tandem pump display device showed high while she was in dka. The patient was hospitalized and treated with liquid fluids and insulin. There was no documentation of further medical intervention. Of note, the patient removed the tandem pump and utilized bolus injections. At the time of the report, the patient was feeling good and euglycemic. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.